Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address: (B)(6). PMA/510(k)- k130280. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported see MDR 9681834-2021-00066. (B)(4).

Event description:
The user facility reported that the involved capiox devices were used pre-treatment. The doctors found liquid leaking at the purge port during priming. Immediately, the hospital intended to change to a new one. The new one was found that the purge port was found damaged after opening the packing box. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation and photos were provided by the user. Visual inspection with the unaided eye revealed that the purge line tube was cracked and almost separated from the joint with the oxygenator port. The crack surface of the purge line tube was inspected under a magnification and electron microscope. It was found smooth, which inferred that the crack may have caused due to having been exposed to a momentaneous shock load. There was not any foreign substance or air embedded in the material, which could be a trigger of the breakage. The purge line tube of the actual sample was cut, and the cross-section was inspected under magnification. The wall thickness was confirmed even. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility: assuming that the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were cooled, and then dropped from 1.5 meter high. As a result, some of the tubes were fractured at the joint with the product. The fracture surface of the fractured tube was evaluated and confirmed to be similar to that of the fractured purge line tube of the actual sample. The test condition was set discretionarily. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the product was chilled under low temperature environment during transportation or storage in the cold season, and the product in that chilled state was exposed to strong impact load during being handled, which resulted in the crack of the purge line tube. From the available information, however, the specific timing could not be determined. The exact cause of the reported event cannot be definitively determined based on the available information.